Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and required multiple presses to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to ensure the pump was not plugged into a power source and to use specific techniques to press the button, but the difficulty persisted. Consequently, the customer was assisted in removing the pump from its case; however, the issue remained. Technical support decided to replace the pump to resolve the problem.